Event description:
The pt had extensive scarring in her neck area. When she turned her head, the extensions pulled on her deep brain stimulator and the pt experienced pain and 'overdose/underdose with her parkinson medication'. The pt had 3 surgeries to revise the lead-extension and remove the scar tissue. Aside from the scarring, it was reported that the deep brain stimulator therapy was working fine for the pt. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
For revision surgery, not otherwise specified.